Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection on (B)(6) 2019. It was reported during follow-up CT imaging, taken on the (B)(6) 2019 and reviewed by corelab. A type ia endoleak was identified on stent graft (B)(6) (new), with no observed stent ring enlargement. Fractures and stent ring migration were not examinable due to device overlaps . The maximum aortic diameter measured at 84.2mm. A subsequent CT scan on (B)(6) 2019, reviewed by corelab, revealed a type ia endoleak (persistent) on stent graft (B)(6), with no stent ring enlargement , stent ring migration or fracture observed . The maximum aortic diameter measured 113.0mm, indicating a new aortic enlargement of +28.8mm. Further follow-up imaging on (B)(6) 2019 and (B)(6) 2019, reviewed by corelab, confirmed the type ia endoleak (persistent) on stent graft (B)(6), with no stent ring enlargement, stent ring migration or fracture observed. The maximum aortic diameter measured 115.0mm, with the aortic enlargement increase to +30.8mm (persistent) . On (B)(6) 2019 a CT imaging reviewed by corelab, continued to reveal the persistence of a type ia endoleak on vnmf4040c62tu (B)(6), with no observed stent ring enlargement or stent ring migration . There was a maximum aortic diameter of 108.0mm, signifying a persistent aortic enlargement of +23.8mm. This CT was not examinable for fractures due to artifacts. Per the physician the cause of the type ia endoleak and aortic enlargement is undetermined. No additional clinical sequalae were pr ovided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.